Event description:
The dexcom g6 is not an accurate product. I have constant failures of sensors, and I regularly received inaccurate data. The device is now approved to use without blood glucose testing, but the numbers I receive from the device are not trustworthy. The company has made the process for getting replacement sensors difficult for consumers and time consuming, but they refuse to compensate consumers for the time and expense. It requires to collect info and report the failures. They have expressed zero interest in identifying why the sensors continually fail and are not living up to their agreements with FDA about addressing reported concerns. The company needs to be more responsive to consumer needs and pt issues and take responsibility for identifying why their products do not work, especially when pts are following guidance for product use perfectly. FDA safety report ID#: (B)(4).